Event description:
Consumer called to report concerns on the accuracy of meter. Feels the readings are very erratic. Analysis run on clark error grid using mean average reading (212) as ref. Point vs. Bd readings of 290, 58, 225, 241, 263, 229, 187, 196, 219 yielded some data points in the e zone of the grid, outside of acceptable limits.